Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacturer representative regarding an event happened during post-op of the repo rted product. The pre-op diagnosis was mentioned as lumbar spinal stenosis. It was reported that, a cage was inserted on (B)(6). Pl long was used and placed one piece on one side. Because it makes a squeaky-like noise for about 3 to 4 turns, then the opening is stopped. It was confirmed from the image that the cage was firmly opened and adhered to the end of the vertebral body. After that, another company's screw was inserted and compression was applied to close the incision. At post one month after surgery, there was no problem, but after that, it was confirmed with the image diagnosis that the cage was gradually shrinking. It is claimed that every two weeks it is photographed, and gradually it is closing. The cage is currently being backed out, the reported another company's screw did not caused/contributed for failure of cage. The current symptoms are calm and there are no plans for revision surgery. The patient numbness was likely related to cage back out. The procedure or technique performed was mistlif of l4/5 and the levels implanted were l4/l5. Patient had a symptom of numbness. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative stating the subsidence in the cage was observed, and the area about 1/3(one third) after the cage was protruding from the posterior edge of the vertebral body, but the neurological symptoms is alleviated and the patient is currently under observation. As such, the currently revision is not scheduled. No further complications reported.